Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H 11: livanova deutschland manufactures the heater-cooler system 3t. Several attempts were made switching components to restore device functionality. The issue was found to be related to the condenser. Since the cooling unit was not reparable, the unit has been taken out of service. A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, the most likely root cause has been assigned to a failure of the condenser. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland has received a report that the cardioplegia side of the 3t heater cooler does not cool down during set up. There was no patient involvement. During the technical inspection at customer site, however, it was identified the condenser on the unit was the failure: the cardioplegia and patient tank would not cool.